Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. The pump was not explanted and therefore was not available for evaluation. The report of an occluded device and a specific cause for the elevated levels of lactate dehydrogenase (ldh) could not conclusively be determined. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's spouse contacted the healthcare professionals due to constant pump speeds of less than 500 rpm and no estimated flow (0 lpm) through the device. A full occlusion of the device was confirmed based on a ramp echocardiogram test, worsening end organ function and elevated levels of lactate dehydrogenase (ldh). It was reported that the patient was not a candidate for a pump exchange or a heart transplant and thus the family opted to discontinue pump support. Primacor was initiated as well as morphine for comfort measures. The patient was transitioned to in-hospital hospice and subsequently discharged home under hospice comfort care only. On (B)(6) 2016, the patient expired at home. Per the patient's family request, the pump was not be explanted. No further information was provided.